Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. The instructions for use (IFU) and the thv physician training manuals instruct the operator on proper guidewire positioning and ascendra delivery system positioning and tracking. The operator is advised to take caution not to insert the guidewire through the mitral chordae and to use fluoroscopy and tee if mitral chordae entanglement is suspected. Resistance during tracking prior to reaching the native annulus may indicate entanglement in the mitral chordae. If the transcatheter heart valve (thv) is entangled in the mitral chordae, the operator is advised to retract the guidewire into the lv, change direction of the guidewire, and then reinsert the guidewire. In this case, the delivery system and thv became entangled in the mitral chordae after exiting the sheath. When the physician attempted to retract the thv into the sheath, the thv became lodged in the sheath and was pulled off of the delivery system. The sheath, delivery system and valve were removed from the apex as a unit without complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure as the delivery system exited the sheath and was being advanced into the left ventricle the physician noted a slight buckle of the delivery system. The medical team thought that the valve was entangled in the mitral chordae tendinae, which was confirmed on echo. The medical team decided to pull the 23mm sapien valve back into the sheath and remove it so that the guidewire could be repositioned. However, when removing the delivery system, the sapien valve became stuck inside the sheath and was stripped off the delivery system as it came out of the proximal end of the sheath. The sheath was removed and a new sheath was introduced. The guidewire was repositioned and freed of the mitral apparatus. The new delivery system and new sapien valve were introduced and deployed successfully. The second sheath was then removed and the thoracotomy closed. The patient was then transferred to the intensive care unit in stable condition.